Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio2: 1.5; lab: 2.3. Date: (B)(6) 2011; inratio2: 3.6; lab: 3.1. On (B)(6) 2011 results done about 3 hours apart. Target therapeutic range 2.0-3.0.